Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). The perfusionist reported that the pt expired. The pt had been implanted with the device about two weks prior. The perfusionist indicated that the pt flows prior to the event were about 3.5 to 4 lpm. That morining they got a red heart alarm and the pt was blue. The nurses who responded to the alarm said they heard the pump pumping.. However no one looked to see what the monitor was displaying. The pt was then hand pumped but there was no response. An autopsy is going to be done ti identify the cause of the death. The perfusionist believes it was something with the pt and not the device.